Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced a seizure and a loss of consciousness and was taken to a hospital where he was reportedly diagnosed with hypoglycemia and administered insulin "3 times a day". There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced a seizure and a loss of consciousness and was taken to a hospital where he was reportedly diagnosed with hypoglycemia and administered insulin "3 times a day". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and a damaged usb port was observed. The reader did not power on with button, test strips or with the usb cable. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. Therefore, the issue is not confirmed due to a user issue. All pertinent information available to abbott diabetes care has been submitted.